Event description:
Information received by medtronic indicated that the inpen was damaged and was not working correctly. Customer stated that glass piece was broken. No harm requiring medical intervention was reported. Troubleshooting was performed. However; customer will discontinue the use of device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Battery life remaining: 8 months. Per visual inspection: cartridge holder is broken and cap no longer stays attached. Customer reports: the cartridge holder is broken. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Re-wound inpen and noticed a resistance when trying to dose without a cartridge installed. Inpen was cut open and after inspection evidence was found that the encoder pattern wheel tabs rotating and intermittent traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Unable to perform functional test due to leadscrew anomaly. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. It was determined from destructive analysis that the leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Inpen was received with broken off piece at the cartridge holder. The cartridge holder did not lock in place. The customer complaint of physical damage at cartridge holder was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Serial number: (B)(6) . Software version: 3.8.5. Color: blue. Battery life remaining: <8 months. Per visual inspection: cartridge holder is broken and cap no longer stays attached. Customer reports: the cartridge holder is broken. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Re-wound inpen and noticed a resistance when trying to dose without a cartridge installed. Inpen was cut open and after inspection evidence was found that the encoder pattern wheel tabs rotating and intermittent traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Unable to perform functional test due to leadscrew anomaly. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. It was determined from destructive analysis that the leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Inpen was received with broken off piece at the cartridge holder. The cartridge holder did not lock in place. The customer complaint of physical damage at cartridge holder was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.